Event description:
Paramedics responded to a person, condition unknown and used the device to monitor the pt with a 4 lead pt cable. According to the reporter, the display and printer showed what appeared to be a rapid ECG with pvc's that did not match the pt's clinical state. No adverse affects to the pt were reported while the pt was monitored and transported to the hosp.